Event description:
It was reported that during a laparoscopy procedure, some tiny plastic residues were noticed into the peritoneum (supra-pubic orifice). They probably came from the obturator. Only the obturator is available for analysis. The surgeon could retrieve some residues but some micro fragments remained into the patient. When the patient woke up, there were no consequences, but this surgeon did not see him on post-operative consultation.

Manufacturer narrative:
(B)(4). Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. The event was reviewed with an ees cross-functional team consisting of customer quality, marketing, medical affairs, risk management, and product life-cycle representatives. The following questions were requested by the team: what was the color, shape, and size of the residues? When were the fallen pieces observed? During insertion? Will the pieces be returned? If not, are there any pictures available of the pieces? Is there any intent to remove the pieces at a later date? Is the patient expected to have a full recovery?

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the obturator melted. Plastic residues were noticed on the bullet. See attached pictures. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. The batch record was reviewed and no anomalies were noted during the manufacturing process.